Event description:
Additional information received reported that she was still having incidents with her bowel. She was at 1.2 volts. The patient inquired about changing settings and if the manufacturer should be contacted every time she made an adjustment. It was also noted that her doctor had recommended (B)(6). The patient was redirected to her doctor to further discuss the progress of the therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0hfjn, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported a fall in (B)(6) 2015, then a sudden return of symptoms and loss of therapy in (B)(6) 2015. Programs have never been switched. Settings were increased a few times as they were "not helping". Stimulation was not felt until settings were increased on the day of the report, but in "certain positions." On (B)(6) 2015, the consumer reported not being able to "keep hold of her bowels" and feeling "a lot of pressure like she has a corn cob stuck up there" while on 3 volt settings. As a result, the settings were increased to 3.2 volts and the patient took immodium. The patient had not had a bowel movement until (B)(6) 2015, where the patient was not able to "hold her bowel" and she "went all over." Stimulation was felt in the labia and buttocks area. The patient was advised to follow up with their healthcare provider (hcp). An appointment was scheduled for september 2015. Patient history included cervical fusion on 8-12, 2 sphincter surgeries "in the past," and an anus that "did not close." Actions and patient outcome remain unknown. Follow-up is being conducted to obtain additional information.